Event description:
It was reported that during a da vinci-assisted general rectopexy surgical procedure, the clinical sales representative (csr) reported that patient side cart (psc) was running on battery. Technical service engineer (tse) asked the csr to verify the psc breaker was in the correct position and move the power cord to another outlet, but the issue remained. Tse suggested for the csr to have the customer perform a hard power cycle on the psc, but the csr stated they were in the middle of the case and the surgeon would not want to do that. Tse had the csr verify battery leds on the helm and they had 3 bars. Tse advised for the csr that the battery could run out during the procedure, but they stated they would hard cycle the psc when it was a better time in the case. The customer has opted to continue procedure on battery. Tse viewed logs and found 417 and 418 errors on both power supplies in the psc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and it did power on without any errors. The procedure was completed robotically with the battery running.

Manufacturer narrative:
Based on the claim against the product by the customer noting running on battery, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power supply switchers to resolve the reported issue. The system was tested and verified as ready for use. Isi received both units involved with this complaint to perform failure analysis. The power supply switcher for (serial number: (B)(4) ) and the reported failure was replicated. When reviewing on the logs, there were error codes 417, pointing to one of the redundant power supplies is failing. Error 418 also occurrence which means: one side of redundant power supply on the psc is operating below minimum operating load. The power supply was installed and tested on the test system. The system started without any errors. Then, 10 power cycles were performed and the system showed errors 417 and 418 in the log. The power supply is over 2.8 years old. It will be scrapped. Second power supply switcher (serial number: (B)(4) ). The unit was returned for failure analysis and the reported failure was confirmed/replicated. This unit was also noted with errors 417, 418 in the logs, pointing to power supply is failing/operating below minimum operating load. This unit was also tested on the test system and failed with error 417. The complaint regarding running on battery was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the patient side cart (psc) was running on battery after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.